Event description:
Additional information received from a healthcare provider (hcp). The patient's pump was delivering dilaudid (drug lot number 1199968) concentration 10mg/ml at 0.752mg/day. The dilaudid was started on (B)(6) 2015 and has been noted as on-going. Medications the patient was taking at the time of the event include: oxycodone, soma, clonazepam, trazadone. The patient has a morphine allergy. The catheter issue occurred during spine surgery in (B)(6) of 2015.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and chronic low back pain. It was reported that during a spine surgery that was not related the device, the surgeon cut the catheter. It was unknown where the catheter was exactly cut, but the company representative believed it was cut near the spinal segment. The surgeon reported they decided to closed and leave the segments without ligating. The pump was not turned down to minimum rate at the time of the unrelated surgery. The patient was scheduled to see their hcp on (B)(6) 2015 to turn the pump down to minimum rate. The patient reported the drug emptied into the spinal area and a CT showed a pocket of fluid. It was reviewed that it was possible the fluid was actually csf (cerebrospinal fluid) since the catheter was not ligated. Additionally, it was reviewed the drug is likely going into the patient's tissue at the proximal part of the cut since the pump was not set to minimum rate. A catheter revision was scheduled for (B)(6) 2015. No patient symptoms were reported. The drug information and event date were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.